Manufacturer narrative:
H3: one cadd legacy 1 pump was returned with a leaking lcd. The event history log was reviewed and there were "pump turned on", "service due" and "power down" messages in the history. The pump was ran in user mode and the reported "service due" issue was duplicated. Service due is displayed when the rtc battery has reached five years of service. The beeping when the batteries are removed is intentionally programmed into the pump as a battery fallout alarm. The rtc battery has reached its service due date. The rtc battery will be replaced to resolve the issue.

Event description:
Information was received that a smiths medical cadd-legacy 1, service due/beeps after battery removed. No adverse patient effects were reported.